Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The de novo lesion was located in the mildly tortuous mid left anterior descending artery (lad). A 15mm x 2.00mm apex monorail balloon catheter was selected and on the first inflation at 10 atms for 10 seconds, a balloon ruptured occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.